Event description:
On march 2, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving an apply sample error message. On march 20, 2008, this medical affair specialist contacted the pt to obtain more info. The pt tests her blood glucose once per day and takes diabetes oral medication (500 mg of metformin). It is not known how long the pt had the one touch ultramini meter. The pt was not able to test her blood glucose during 2008. In the morning of 2008, the pt woke up with symptoms described as "seeing double, pain, diarrhea, and headache." At around 8 pm, the paramedic tested the pt at "40 mg/dl" on the paramedic meter. The paramedic did not provide the pt with any treatment at the time of concern. At 8:30 am, the pt was admitted into the hosp. The pt obtained a low blood glucose result (unspecified reading) on a hosp meter and was treated with IV fluid and potassium. The hosp diagnosed the pt with extremely low potassium and hypoglycemia. The pt was discharged 6 days later. The pt indicated that she could have prevented her hypoglycemia on the day of concern if she had a functioning blood glucose meter. During troubleshooting, the reported issue was resolved with training. The customer care advocate discovered that the pt was not using the correct technique. This complaint is being reported because the pt claimed she was treated for hypoglycemia at the hosp after she was unable to obtain her blood glucose during 2008. Replacement products were sent to the pt.